Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a threshold suspend alarm on the insulin pump. Customer stated that she received an alarm stating that her blood glucose readings were low when in reality they were not. Caller stated that the blood glucose readings dropped two weeks ago to 39 mg/dl and she was treated with 100 to 120 carbs. Customer believes that the reason for her low blood glucose reading episodes is due to her liver problem. Customer also believes that the issue is with her settings and insulin concentration. Customer's blood glucose readings last night were reported to be 47 mg/dl. Customer stated that she was not aware of the low. No further information reported.